Event description:
Pt went to hospital due to ear infection and vomiting. Pt's blood glucose was high (in the 400's [mg/dl]). Pt was admitted to hosptial in 2003 and treated with insulin drip, then released 6 days later.